Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer indicated that they have an acuity central monitoring system that displayed a "check network error" message on the display and they cannot monitor their pt's vital signs. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any pt info.